Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2018 . Additional information was requested and the following was provided: please confirm the quantity of sutures that presented the issue during the procedure between 4 and 6 sutures presented the issues during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: please confirm the quantity of sutures that presented the issue during the procedure attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. Needle pulled off several times, sometimes when performing the first knot. No patient consequence.